Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that on (B)(6) 2010, the patient arrived in the cath lab. The time was nearing midnight and the ai-07126 was inserted (B)(6) 2010. The intensive care unit member "had issues with dampened wave form." The wedge pressure catheter was pulled in the morning of (B)(6) 2010. After the catheter was removed from the patient the catheter was "checked with fluid and at that time a hole was noticed." The patient did not require another wedge pressure catheter. There was no reported patient death or injury. Medical/surgical intervention was not required. There were no patient complications. The patient outcome is fine, no adverse effects. Additional information received from the sales representative on (B)(6) 2011, stated that the insertion site is the right heart. The dampening began 24 hours after the ai-07126 was inserted. The md was notified and told the staff "not to wedge."